Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and calcification. The 2.75 x 28 mm xience v stent was and advanced without issue and implanted at 12 atmospheres (atm), and during removal of the stent delivery system (sds) balloon, a dissection was observed. A new xience v stent was used to treat the dissection. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.